Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2367 while on a home choice (hc) device during drain 1. The baxter technical representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off on to se 2367, cycled power off and on to "press go to start" prompt. The tsr explained the alarms and care giver(cg) stated that the patient line was disconnected and bed was wet. The cg had reconnected the hp to resume drain 1. The tsr ended the therapy and advised to call the nurse. The tsr documented that there were no alarms. The tsr explained to discard all supplies. The hp will finish therapy manually for that night. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2367 was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.